Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that an o-ring was on the pneumatic tap. Customer's blood glucose was 150-171 mg/dl. The customer continued to use the pump for insulin therapy.